Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that patient interface problem. A technical support specialist conducted a verification of the station and discovered that the carefusion coordination engine was utilizing a significant amount of memory. The specialist proceeded to reboot the carefusion coordination engine, which resulted in the services being restarted and a message confirmation indicating that the issue had been resolved. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system issue with the patient interface, resulting in a warning that the patient data may not be up to date on the medstation. A customer has reported that there user unable to issue medication to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.